Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During the troubleshooting, it was determined that the patient connected to the setup and initiated therapy prior to properly priming the patient line. The power was cycled to clear the alarm and proper procedures were reviewed with the caregiver. The caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves and initiating therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.